Event description:
Patient came for cryotherapy of cervix. As procedure ended, cryotherapy spurted to the right side of the patient's vagina. Subsequently, she presented with swelling and pain on the right side of her vagina. She has a healing area on her right labia minora that is being treated with premarin cream. The equipment was evaluated by manufacturer and an o-ring was replaced to prevent future occurrence. Failure of the o-ring caused liquid nitrogen to be ejected from device.

Event description:
Patient came for cryotherapy of cervix. As procedure ended, cryotherapy spurted to the right side of the patient's vagina. Subsequently, she presented with swelling and pain on the right side of her vagina. She has a healing area on her right labia minora that is being treated with premarin cream. The equipment was evaluated by manufacturer and an o-ring was replaced to prevent future occurrence. Failure of the o-ring caused liquid nitrogen to be ejected from device.